Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent implantation of an optease retrievable inferior vena cava (ivc) filter. This patient was status post motor vehicle accident with subdural hematoma and splenic laceration, at high risk for deep vein thrombosis prophylaxis and at risk for pulmonary embolism. Ivc venogram done that demonstrated a widely patent right iliac and lower inferior vena cava. The renal veins were located via venogram. The optease was placed below the renal veins. Completion venogram demonstrated adequate positioning of the filter with good inline position and full expansion of all struts. The device was positively identified by the patient¿s medical records. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. Per the patient profile form (ppf), the filter has migrated to the spine, embedded in an area other than the ivc and is unable to be retrieved. The patient also states she suffers from shortness of breath. The patient also reports suffering from anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety and shortness of breath do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant an optease retrievable inferior vena cava (ivc) filter. This patient was status post motor vehicle accident with subdural hematoma and splenic laceration, at high risk for deep vein thrombosis prophylaxis and at risk for pulmonary embolism. Ivc venogram done that demonstrated a widely patent right iliac and lower inferior vena cava. The renal veins were located via venogram. The optease was placed below the renal veins. Completion venogram demonstrated adequate positioning of the filter with good inline position and full expansion of all struts. The device was positively identified by the patient¿s medical records. As of the present, the patient is still implanted with the device, which is known to be dangerous and cause serious side effects. Per the patient profile form (ppf), the filter has migrated to the spine, embedded in an area other than the ivc and is unable to be retrieved. The patient also states she suffers from shortness of breath. As the result of the optease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life- threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside her body. The patient also reports suffering from anxiety. The filter remains implanted; thus, unavailable for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent implantation of an optease retrievable inferior vena cava (ivc) filter. This patient was status post motor vehicle accident with subdural hematoma and splenic laceration, at high risk for deep vein thrombosis prophylaxis and at risk for pulmonary embolism. Ivc venogram done that demonstrated a widely patent right iliac and lower inferior vena cava. The renal veins were located via venogram. The optease was placed below the renal veins. Completion venogram demonstrated adequate positioning of the filter with good inline position and full expansion of all struts. The device was positively identified by the patient¿s medical records. Per the patient profile form (ppf), the filter has migrated to the spine, embedded in an area other than the ivc and is unable to be retrieved. The patient also states she suffers from shortness of breath. The patient also reports suffering from anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety and shortness of breath do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.